Event description:
Clave stuck open and home pt, receiving an intravenous infusion "lost (an indetermined amout of) blood before it was clamped off" when infusion was disconnected. This history was related by a family member to an ER nurse several days after the event when pt was taken to the ER for a routine visit. ER nurse states that the event was related to her "in a very off handed manner". She does not believe any follow-up medical care was necessary or provided after the reported event and the acutal amount of blood loss is unk. She stated "no apparent harm from the event" was told to her nor was any harm apparent. Sample was disposed of after event.